Manufacturer narrative:
Date of event: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported with the use of the 23 g x 0.75 in needle x 12 in tubing bd safety-lok¿ blood collection and infusion set with luer adapter, the gray rubber sleeve isn't closing over the end of the needle that goes into the vacutainers causing blood to leak. There is no report of injury or medical interventions.